Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that and infusion of pn and lipids was noted to be leaking into the aquaguard from the quadrafuse/max zero port of the tubing. Tubing changed with no further issues. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection showed no anomalies. During functional testing a leak was observed at the connection between one of the suspect set¿s maxzero valves and a lab test set¿s distal male luer. The cause of the leak is a microchannel; the root cause of the microchannel is an equipment error during assembly of the maxzero component.

Event description:
The customer reported that an infusion of pn and lipids was noted to be leaking into the aquaguard from the quadrafuse/max zero port of the tubing. The tubing was changed with no further issues. There was no report of patient harm.

Event description:
The customer reported that an infusion of pn and lipids was noted to be leaking into the aquaguard from the quadrafuse/max zero port of the tubing. The tubing was changed with no further issues. There was no report of patient harm.